Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that the patient received inadequate high voltage therapy. A lead revision procedure was performed. During the revision procedure, fluoroscopic imaging revealed no insulation anomalies on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event and the patient was stable.